Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4 and a prolapsed posterior. It was noted that once the steerable guide catheter (sgc) was introduced into the left atrium, the patient experienced hypotension. Medication was administered and the patient returned to stabile conditions. The physician decided to discontinue the procedure. Mr remained at a grade of 3-4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported hypotension was unable to be determined. The reported patient effect of hypotension, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.